Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('unexplained bleeding') in a (B)(6)year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in (B)(6) 2015, hypertension in (B)(6) 2012, ovarian cyst on (B)(6) 2011 and overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 3 months 27 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced palpitations ("blood or heart disorder/ condition type: heart raced"). On (B)(6) 2009, the patient experienced mood altered ("hormonal changes describe: extreme mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced migraine ("migraines") and nausea ("nausea"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)/salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, palpitations, nausea, fatigue, weight increased and alopecia outcome was unknown and the mood altered, headache and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, palpitations, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history added. Updated suspect drug indication. Event injury deleted and new events hormonal changes describe: extreme mood changes, unexplained bleeding, vaginal bleeding, menorrhagia, migraines, headaches, blood or heart disorder/condition type: heart raced, nausea, dysmenorrhea (cramping), fatigue, weight gain, hair loss and abdominal pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.